Manufacturer narrative:
Initial report claimed the end-user had tendency to slide forward in the seating which allowed the end-users feet to fall off of the footplates during use of the device. Claims also were made of the end-user having some difficulty familiarizing themselves with the driving characteristics of a mid-wheel drive device. Report claimed as the end-user was traversing into a transport vehicle via an incorporated ramp w/rails, the end-users foot fell off the footplate and became lodged on the handrail of the ramp. This resulted with the end-users left tibia/fibula becoming fractured. Permobil representative inspected the device with the va therapist with finding the device to remain fully operational with no signs of a malfunction having occurred. It was however noted the drive parameters were needing to be adjusted by lowering certain parameters to better meet the end-users needs by giving them better control of the device until they become more accustom to the driving characteristics. The va will be working with the end-user to provide better positioning aides to keep the end-user secure in the seating during use. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Reports while the end-user was in process of entering their transport vehicle via a ramp, the end-users foot reportedly came off of the footplate which subsequently became lodged into an immovable object resulting in injuries to the end-user requiring medical intervention to address.